Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2017-10182, 1221934-2017-10183.

Event description:
The affiliate reported via email the patient is a (B)(6) female. In order to secure the labrum articulare, the surgeon tried to apply the reported anchor to the glenoid fossa. He inserted the 1st anchor, knotted, and cut the extra suture. Then, the anchor came off. Next, he knotted the 2nd anchor. While he was sliding the knot downward, the anchor came off. Finally, he inserted the 3rd anchor. But this anchor was not completely inserted into the burr hole, leaving 10% of the protruded section out of the burr hole. After removing the suture, he cauterized the protruded section to protect later impingement, if any. With regard to the gryphon proknot instrument, we are now trying to identify the correct product code and the lot number. Unfortunately we do not have information how this instrument might have affected this incident. When information is available, we will let you know. All the devices were brand new and the first use when the issue occurred. The surgery was completed with a 10-minute delay. There was no harm to the patient. The backup device was used to complete the case. Additional information received via email from the affiliate on 4-10-17: for the first anchor issue: the first anchor was pulled out. No information on how many half hitches were used. No information on what instrument was used for suture passing. Second anchor: there is no information if the second gryphon anchor was inserted in the original bone hole. The given information is ¿the 2nd anchor happened to come out of the bone hole while the knot was being slid downward.¿ there is no information if the surgeon tensioned using the passpoint technique. There is no information if the knot fully cinched when popped off the card. Third anchor: there is no information if the third anchor was inserted in the original (first bone hole). There is no information if the bone hole was drilled to a hard stop. According to the report, ¿rf¿ was used for the cauterization. But we do not know what ¿rf¿ stands for. Did the surgeon use any other anchors to complete this procedure? => no. How long did this failure delay the procedure? => total 10 minutes. We received a second email listing 5 devices that were used in this procedure, but we only report on devices that fail not devices that are used in the procedure. If these devices failed, please explain what the failure was for each device during this procedure. => we do not know how those 5 devices might have been related to the failure. Additional information received via email from the affiliate on 4-13-17: no additional information is available on the type of bone quality the patient had and if the original bone hole was used to complete the procedure. All the 8 devices are being planned to be returned.

Manufacturer narrative:
The compliant device was received and evaluated. Visual observation revealed the anchor was separated from the inserter tip and broken into multiple pieces with no suture attached to it. This compliant can be confirmed. Typically, anchor pull outs are associated with incomplete insertion into the bone hole, using instruments not indicated to be used with the anchor, poor bone quality and applying excess force on suture during tensioning. Other than the possibility of this occurrence, we cannot determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed one other dissimilar complaints for this lots of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10182, 1221934-2017-10183.